Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that the right ventricular (rv) lead was found to be fractured during the procedure. The physician replaced the lead with another rv lead. The lead was surgically abandoned and out of service. No additional adverse patient effects were reported.